Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 with a cerebrovascular accident (cva). It was suspected to be an embolic stroke. A computed tomography angiography (cta) showed no evidence of large vessel occlusion, and the event was suspected to be related to a subtherapeutic international normalized ratio (inr) on presentation. The patient was exhibiting right upper extremity (rue) paresthesia, transient dysarthria, and right-hand weakness. They were given heparin until a therapeutic inr was reached. The plan of care was to increase the inr goal to 2.5-3.5.